Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part: 352.044-us, lot: 30p6691, manufacturing site: bettlach, release to warehouse date: january 20, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5.0mm flexible shaft 620mm (p/n: 352.044, lot number: 30p6691) was received at us customer quality (cq). Visual inspection of the complaint device showed that one of the prongs at the distal tip was bent. Additionally, scratches were observed on the shaft which was consistent with the field usage. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this overall complaint was confirmed as the prong at distal tip of the device was bent. The alleged device interaction may be occurred due to the observed device bent condition. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021 during open reduction internal fixation of right femur, the flexible reamer shaft couldn't slide over the reaming rod wire. There was no surgical delay reported. The procedure was successfully completed with the use of a different reamer shaft. There was no patient consequence. This report is for one (1) 5.0mm flexible shaft 620mm. This is report 1 of 1 for complaint (B)(4).